Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and requested end user to perform cold restart, system was stuck at loading page, does not proceed to application, no review image and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that possible software application issue. To resolve the issue, the fse performed system backup and system installation. The defective part was sent for analysis, for tube cover and sensor no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.